Event description:
The following information was reported: the patient underwent a pci (percutaneous coronary intervention) procedure on (B)(6) 2015 with a successful mynx deployment. The patient presented to the ER on (B)(6) 2015 complaining of leg pain. The patient was admitted to the hospital where an ultrasound showed an occlusive thrombus at the right common femoral vein which extended adjacent to the superficial femoral vein as well as the great saphenous vein. The patient was diagnosed with a deep vein thrombosis. The doctor reported that he is unsure what caused the deep vein thrombosis. The patient was hospitalized and discharged from the hospital on (B)(6) 2015. The patient was put on oral coumadin. No further information is available. Procedure type: pci to lad; vessel size: 6 mm; stick location: right femoral artery; sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event is unknown. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: the pi number is unknown as the lot number was not provided.